Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via study that after the implantation of glaucoma filtration device, mild filtration encapsulation was noted. The valve was well positioned, the anterior chamber was somewhat attenuated. Additional intervention was performed. On follow up, the anterior chamber was filled with gas with good appearance without evident leakage, apparently cystic leakage. As per investigator, the event was related to device.